Manufacturer narrative:
Additional concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016 the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) battery was not lasting as long as expected. The crt-d remains in use. No further patient complications have been reported as a result of this event.